Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load into the delivery device a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07nov2019 and investigated on (B)(6) 2020. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was not engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal was taken out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches , the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load into the delivery device a replacement device was used to complete the procedure. The hospital did not report any patient effects.